Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ uterine perforation during essure insertion"), pelvic pain ("pelvic pain/pain") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a 28-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since (B)(6) 2014 and hashimoto's thyroiditis since (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) since (B)(6) 2012 and thyroid (armour thyroid) since (B)(6) 2015. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal area"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, autoimmune thyroiditis, dyspareunia and dysmenorrhoea outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: plaintiff fact sheet received. Events per pfs: hashimoto's thyroiditis. Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") and pelvic pain ("pelvic pain/pain") in a 28-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since (B)(6) 2012. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 25 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen, vicodin (norco), surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/ uterine perforation during essure insertion") and pelvic pain ("pelvic pain/pain") in a 28-year-old female patient who had essure (batch no. 893031) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since (B)(6) 2014 and hashimoto's thyroiditis since (B)(6) 2015. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen) since (B)(6) 2012. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 25 days after insertion of essure, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal area"). The patient was treated with ibuprofen, vicodin (norco), surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia and dysmenorrhoea outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Event added: abdominal pain. Event outcome updated for the event: pain and abdominal pain. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") and pelvic pain ("pelvic pain/pain") in a 28-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 1-oct-2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen, vicodin (norco), surgery (hysterectomy with bilateral salpingectomy) and surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on 2-nov-2015. At the time of the report, the uterine perforation, menorrhagia, dyspareunia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-jan-2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical records received: the product and patient information updated. The events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hysterectomy (partial), pain, perforation (uterus) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ uterine perforation during essure insertion'), pelvic pain ('pelvic pain/pain') and autoimmune thyroiditis ('hashimoto's thyroiditis') in a 28-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis since (B)(6) 2015 and hypothyroidism since (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) since (B)(6) 2012 and thyroid (armour thyroid) since (B)(6) 2015. In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal area"). On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced psychological trauma ("psychological injuries"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, autoimmune thyroiditis, dyspareunia, dysmenorrhoea and psychological trauma outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Event added-psychological injuries. Events¿ pelvic pain and abdominal pain¿ outcome was updated to recovered/resolved. Medwatch 3500a MFR number: 2951250-2017-03728. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.